Event description:
It was reported that pump displayed malfunction alarm malf 12 with fault ID 12-0x2071 and no notable events occurred prior to malfunction. There was no adverse impact to the customer's blood glucose level. Customer contacted technical support, received instructions to reset pump, and successfully reset malfunction without recurrence, was advised to continue using pump and to call back if any malfunction code recurred, and confirmed understanding of instructions.